Event description:
It was reported that the customer was working in a freezer while wearing the pump; subsequently, a malfunction alarm and a cartridge alarm 20 occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.